Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, it was reported that a prong in the usb port was broken. Customer's blood glucose level was 159 mg/dl. Customer continued using the pump for insulin therapy.